Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm and no ramping numbers noted. The device was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube and lip, cracked battery tube threads, and missing end cap sticker. No moisture damage on the motor or electronic assemblies noted during visual inspection.

Event description:
Customer reported a button error alarm on the insulin pump and stated that it was vibrating. The blood glucose reading was 600 mg/dl. She stated that her shirt had gotten wet. She also reported an issue with the act button and stated that when she was trying to adjust the time, numbers began to scroll without input. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.